Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer experienced low blood glucose of 30 mg/dl. Customer was found semi unconscious. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. During troubleshooting it was found that time and date were incorrect. Customer was advised to contact healthcare professional regarding unexplained low blood glucose and pump settings.